Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the load button on the pump touch screen was "grayed out" and unresponsive. The customer's blood glucose was 275 mg/dl. During troubleshooting with tandem technical support, the touchscreen responded to presses, and the customer was able to access the load screen. Reportedly, customer continued to use the pump for insulin therapy.